Event description:
The surgeon did not place the sleeve in the original surgery. Went back in to remove lag screw and place sleeve, but surgery was unsuccessful. A revision surgery will be required if the implant mal-functions.

Manufacturer narrative:
Na